Event description:
Related manufacturer report # 2017865-2023-42223. It was reported that the right atrial (ra) lead exhibited loss of capture and high out of range pacing impedance. The patient experienced syncope, fell and was admitted into a hospital. The system was tested and noise could not be reproduced with provocative manoeuvers. The patient passed away while in hospital. The right atrial (ra) lead remained in situ. No additional adverse effects were reported. Related medwatch # mw5120076.